Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent fusion surgery in which rhbmp-2 was used. As per op-notes,¿ subsequently distraction against the pedicle screws was performed to further open up the disc space. Large rhbmp-2 was split in half. Spine metrics 8 x 28 peak spacer filled with rhbmp-2. The remainder of the half of the rhbmp-2 was placed anteriorly at the l4-5. The bone from the lamina had been morcellized and also packed anteriorly at the l4-5. An 8 x 28 spacer was tapped into the disc space with mild retraction of the l5 nerve root. Distraction against the pedicle screws was then discontinued. Similarly, a 12 x 28 spacer filed with rhbmp-2 as well as the patient¿s local bone which was tapped anteriorly into the disc space was placed in the disc space with mild retraction of the nerve root with adequate placement checked using ap and lateral c-arm x-ray.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
Reportedly the patient developed "serious injury including pain and physical limitations."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.